Event description:
It was reported that the patient experienced presyncope and presented to the hospital. Upon device interrogation, the atrial lead exhibited noise which caused auto mode switch episodes. The device was reprogrammed and the patient would be monitored.